Event description:
The doctor claims that the graft was implanted in 1/21/2005 (reason for implant not reported). Some time after the surgery (incident date has not been reported and has been approx for MDR purposes only), the graft was found to have become obstructed. The graft was explanted.